Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a procedure to replace the patient's device for normal battery depletion, this right atrial (ra) lead was stuck in the device header. The lead insulation separated from the inner conductor after difficult removal from the device header. The lead was therefore surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, there were two segments of the lead returned. Visual inspection revealed bodily fluid on the lead segments and in the lead lumens. Environmental stress cracking was noted in the outer insulation of the ring section; one tear was noted, which likely happened during the explant procedure while tugging on the lead to remove it from the header. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. The insulation on the terminal end was returned separated from the terminal ring. There was insulation with medical adhesive (ma) noted down the cathode windings covering the terminal pin, and the insulation was not torn at that point. This indicated the bond most likely failed between the insulation/ma and the ring. The terminal molding appeared curved. It appeared that the force required to remove the terminal end from the device header exceeded the insulation strength in this area.